Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to report any future issues.